Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak." The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that they called to verify arctic sun device was working appropriately. Cooling patient to targeted temperature (tt) 35c. Nurse noted that water temperature (wt) had been fluctuating was 24c now 34.2c. Patient temperature (pt) was 34.2c. Before starting to cool the patient was showing signs of anoxia. Verified 4 pads connected with good coverage. Leg pads were too big, but patient had large abdomen, so they opted for this size. They swapped out probes running therapy. They were using esophageal probe, but now using ts foley. Esophageal probe was reading 0.5c lower than the ts foley. Nurse denied any alerts or alarms. No shivering, micro shivering or seizure activity. Advised as of right now patient temperature (pt) was only 0.3c from targeted temperature (tt) and water temperature (wt) was responding appropriately. Verify the temperature cable connection to the probe and to the device. Might have rectified any potential issue by swapping out the probes. Call back with any alerts, alarms or questions.

Event description:
It was reported that they called to verify arctic sun device was working appropriately. Cooling patient to targeted temperature (tt) 35c. Nurse noted that water temperature (wt) had been fluctuating was 24c now 34.2c. Patient temperature (pt) was 34.2c. Before starting to cool the patient was showing signs of anoxia. Verified 4 pads connected with good coverage. Leg pads were too big, but patient had large abdomen, so they opted for this size. They swapped out probes running therapy. They were using esophageal probe, but now using ts foley. Esophageal probe was reading 0.5c lower than the ts foley. Nurse denied any alerts or alarms. No shivering, micro shivering or seizure activity. Advised as of right now patient temperature (pt) was only 0.3c from targeted temperature (tt) and water temperature (wt) was responding appropriately. Verify the temperature cable connection to the probe and to the device. Might have rectified any potential issue by swapping out the probes. Call back with any alerts, alarms or questions.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.